Event description:
Customer reports that she obtained results of 146 mg/dl, 92 mg/dl, and 96 mg/dl on the same device within 7 minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.